Manufacturer narrative:
The insulin pump alarmed motor error alarm during the basic occlusion test due to loose protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or verify no excessive no delivery alarm and motion sensor test failure alarm due to motor error alarm. The insulin pump was received with normal operating current and passed self-test and off no power test. The motor was tested outside of the device and passed. The insulin pump passed the displacement test. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten with history crc check failed alarms due to a corrupted history file. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motion sensor test failure and motor position encoder error. The customer states they received excessive no delivery alarms. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.